Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's r684, r689, r45, q9, q701, and j1003bb were thermally damaged. The root cause for the thermal damage was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.